Event description:
The patient was receiving peritoneal dialysis with the stay-safe exchange set. Equipment by fresenius. There were 2 occurences of the defective products. The first occurrence happened when the nurse removed the solution from the protection bag and some of the solution had already drained into the collection bag. The set was discarded. The second occurrence happened the prior weekend. The patient was hooked up to the set and the organizer was turned to infuse and the solution went into the drain bag instead of the patient. Fresenius notified for follow-up.